Event description:
Caller reported a malfunction on the pump with a specific code, which did not recur after resetting. There was no reported impact on the customer's blood glucose level. Technical support assisted caller in resetting the pump and instructed to call back if the issue recurs, which caller acknowledged and understood.